Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number of the product is unknown. No device history record (DHR) review was performed since the lot number is and facility i.d. Are unknown and a search was unable to be performed. With the information available, and as a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported via medwatch notification (mw5084565) that upon the initiation of a patient's hemodialysis (hd) treatment a blood leak alarm was noted. A visual inspection validated the (plus) presence of a blood leak. The treatment was stopped as soon as possible and the blood was not returned to the patient. The patient's vital signs (v/s) were checked and noted within normal limits (wnl). There was no patient distress noted. Additional information was unable to be obtained.